Event description:
The customer checked the cell-dyn analyzer per fa25aug2010 letter and reported an incorrect power supply fuse installed in the analyzer. The correct fuse was ordered with no impact to patient results, patient management or user safety.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)

Manufacturer narrative:
(B)(4). The analysis results showed that one ec45 device was returned with no visual non-conformances and with a blue fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened and closed as intended.

Event description:
Pt was revised to address pain and limited function.